Manufacturer narrative:
Bayer r& I service replaced the system main board and confirmed system functionality. On (B)(6) 2013 bayer healthcare distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.

Event description:
The site reported the following: the veris monitor had shut down during patient use. There was no injury or adverse event reported.